Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the erbe generator to resolve it. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error m11 occurred on the erbe generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to reset the erbe, but during firing, the error reoccurred. The tse asked the customer to change the monopolar cable, but both ports on monopolar were not working. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with same device.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The electrosurgical unit (esu) was analyzed and found that the unit was returned for failure analysis and the reported failure (intermittent errors,c-33 error on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.